Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2021-05297 which was submitted on april 23, 2021. Olympus medical systems corp. (Omsc) further reviewed the incoming inspection results. Omsc determined that the bending section of the subject device was exposed but the internal metal part of the bending section was not broken nor protruded from the bending section rubber. As a result, omsc concluded that this failure is not reportable event.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to the service department of olympus (B)(4) for evaluation. The service department of (B)(4) checked the subject device and confirmed that the bending section rubber of the subject device was torn off and then the internal metal part of the bending section was exposed. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for the repair at the service department of olympus (B)(4), it was found that the internal metal part of the bending section of the subject device was exposed. There was no report of patient injury associated with the event.